Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers' representative reported that the recharger was not able to charge. There were no symptoms reported. Additional information from the consumer reported that she had overdosed on her medication on (B)(6) 2015 and did not hear the doorbell when her replacement equipment package came. It was stated that she did not necessarily overdoes but she just took more that she was supposed to, to help with the pain she was experiencing because she had no charge to her implantable neurostimulator. The patient's package could not be delivered till the next day and she could not wait that long. She was dying in so much pain; she had to go to the emergency room as there was no charger to her implantable neurostimulator and she was in pain. They had to administer an IV to keep the pain at minimum for the patient. The manufacturers' representative had no further information on the patient. The patient was indicated for cervical radiculopathy and spinal pain. No further information was provided about this event. If additional information is received, a follow up report will be sent.